Event description:
On (B)(6) 2010, the reporter, the patient's diabetes educator, contacted animas to report the patient had been admitted to the hospital on (B)(6) 2010 with a diagnosis of dka. The patient received treatment with intravenous insulin. The patient's admitting blood glucose level was not known. Troubleshooting revealed the patient had not replaced the insulin cartridge after he confirmed the empty cartridge alarm on the pump. The patient had not received insulin for ten hours prior to hospitalization, and had not received any bolus doses of insulin for five days prior to this event. It was noted the patient was returned to insulin pump therapy and his blood glucose levels were within target levels. The patient was reported to be non-compliant in his blood glucose management. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by not replacing the empty insulin cartridge after the pump gave the empty cartridge alarm. However as the patient suffered dka and was admitted to the hospital for treatment after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.